Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1820125 and r1922845) on 20-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a 53-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6)2019, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), eczema ("eczema"), ear infection ("ear infections"), skin disorder ("skin problems"), disturbance in attention ("difficulty concentrating"), renal disorder ("kidney problems") and pain ("lot of pains on daily basis"). The patient was treated with surgery. Essure was removed on (B)(6)2019. At the time of the report, the medical device removal, arthralgia, eczema, ear infection, skin disorder, disturbance in attention and renal disorder outcome was unknown and the pain had not resolved. The reporter provided no causality assessment for arthralgia, disturbance in attention, ear infection, eczema, medical device removal, pain, renal disorder and skin disorder with essure. The reporter commented: clinical sequelae and current status of the patient or person involved: hospitalisation for removal - lot of pains on daily basis. Amendment: the report was amended for the following reason: nullification of record # fr-bayer-2019-235571 from bayer safety database: duplicate to fr-bayer-2018-224454 was detected. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced arthralgia ("joint pain"), eczema ("eczema"), ear infection ("ear infections"), skin disorder ("skin problems"), disturbance in attention ("difficulty concentrating"), renal disorder ("kidney problems") and pain ("lot of pains on daily basis"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, arthralgia, eczema, ear infection, skin disorder, disturbance in attention and renal disorder outcome was unknown and the pain had not resolved. The reporter provided no causality assessment for arthralgia, disturbance in attention, ear infection, eczema, medical device removal, pain, renal disorder and skin disorder with essure. The reporter commented: clinical sequelae and current status of the patient or person involved: hospitalisation for removal - lot of pains on daily basis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.